Event description:
The reporter stated a cc4204bf collamer single piece lens tore during loading, but was not discovered until after the lens was inserted. The lens was removed without any patient injury. The reporter stated the event was due to a technical error.

Manufacturer narrative:
Results: visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.